Event description:
It was reported that the right ventricular lead sensing was low and that the threshold had increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 11:21:58. Weekly pace and hv-lead impedance trend data shows high for max ventricular pace bi, atrial pace bi, max defib active can on and max lv perm pace impedances on (B)(6) 2011, then returning to a baseline impedances on (B)(6) 2011. Sensing - oversensing 1 - vf=210 ms average v-cycle on (B)(6) 2011 14:28:50.